Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0334k, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient turned stimulation up ¿too high¿ and was ¿shocked.¿ additional information has been requested, a follow up report will be sent if additional information is received.